Manufacturer narrative:
Correction: section d6b - date of explant should be blank as the implantable cardioverter defibrillator (ICD) was left in situ and programmed off.

Event description:
It was reported that the left sided implantable cardioverter defibrillator (ICD) had a history of inappropriate therapies due to supra ventricular tachycardia. The ICD was left in situ and programmed off. A new dual implantable cardioverter defibrillator (ICD) was implanted on the right. The patient was stable.